Event description:
A pt reported two sets of blood glucose comparisons with results of "60 mg/dl" with a lifescan meter and "36 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The second blood glucose comparison is a meter to meter result of 100 mg/dl and 53 mg/dl with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control soluttion were replaced.